Event description:
Customer reportedly obtained results of 403mg/dl, 119mg/dl and 117mg/dl on the compact system within 10 minutes. Customer took 2 glyburide pills and 2 metformin pills after obtaining these results. Customer also drank juice. No adverse event reported. Requested return of suspect system and replacement was sent.